Event description:
The device was used during an unspecified procedure on the left colon. Reportedly, the staple line ruptured on the sigmoid colon. A reoperation was performed on july 6, 1997. No staples were found during the reoperation.